Event description:
It was reported a patient's pacemaker presented with far r wave oversensing and inappropriate mode switch. Previous programming changes were made but no further changes were reported. The patient was stable.